Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3936 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported nurse placed kit and noticed when she tried to safety the lidocaine needle that the safety locked, extended but didn't cover the needle; it appeared to be longer than the usual 25g needles. 10/29/2019: no patient or staff harm reported.